Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional review indicated the following information reported in manufacturer report # 3004209178-2014-17677 pertains to this manufacturer report. "It was reported that the patient was standing next to and holding onto a metal pole that was struck by lightning, the pump stalled after that and then had more stalls and recoveries before finally stalling without recovery at which point it was decided to replace the pump. The reason for device removal was indicated as motor stall and considered device related. The patient did not have any symptoms and was managed with oral medications until the pump was replaced on (B)(6) 2014. At the time of report the patient was doing very well. The pump was used to infuse fentanyl. If additional information is received, a follow-up report will be sent."

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump motor gear train anomaly, corrosion and-or wear and-or lubrication. Analysis found pump motor gear train anomaly stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse fentanyl and dilaudid.

Event description:
It was reported that an alarm was heard and confirmed by telemetry due to motor stall. The stall was intermittent. On (B)(6) 2014, the patient was outside and lightning struck in her area and the patient felt a jolt through her body. It was also noted the pump was alarming that day. The pump was checked and the logs showed a motor stall and recovery on (B)(6) and again on (B)(6). It was not determined if the initial stall occurred before or after the lightning strike. The patient was complaining of increased pain the past week. The plan was to replace the pump in approximately one week or so. The pump replacement surgery was then scheduled for (B)(6). The system was being used to deliver fentanyl. Follow up has been requested regarding the patient outcome following the surgery has been requested and a supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.